Event description:
Complainant alleged that while treating a pt the device was charged to 120 joules and displayed a "pacer fault 120" message. The device was then charged to 150 joules and displayed a "defib fault 78" message. The device was then charged and discharged to the pt at 200 joules. The device was then charged to 200 joules and displayed a "defib fault 80" message. The device was then charged to 200 joules and displayed a "defib fault 72" message. Complainant indicated that the pt subsequently expired; however it was not related to the reported malfunction.